Manufacturer narrative:
The smiths medical pump was returned for analysis in good physical condition. Error 1871 was present in the event log of the device. The error was duplicated during testing. Upon opening the pump it was seen that the motor was locked and was drawing no current indicating an open winding. The motor was replaced and the upstream occlusion sensor was replaced and this resolved the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "lec 1871". No reported adverse effects.